Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, after its first cut it loses quality and does not cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut. Block h11: investigation results: a sensation snare was received for analysis, and it was found during visual inspection that the working length (strain relief) was bent. During functional inspection, it was noted that the device was extended and retracted in the 10-inch loop fixture and the loop could extend properly without any issue. A continuity and electrical test was performed, and it was noted that the device was found to be within specification. No other problems with the device were noted. The reported complaint of loop failure to cut was unable to be confirmed. This problem likely occurred due to the manner in which the device was handled and manipulated, which may have caused the reported and encountered failure. Excessive manipulation of the device without enough care could have induced the defect found. Based on the information available and the returned device analysis, a conclusion of no problem detected was assigned to this investigation since the reported allegation was not observed.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, after its first cut it loses quality and does not cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter facility name, initial reporter address 1, initial reporter city) has been updated based on the additional information received on october 24, 2024. Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut. Block h11: correction: block d4 (model number).

Event description:
It was reported to boston scientific corporation that a sensation short throw was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, after its first cut it loses quality and does not cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.